Event description:
It was reported that during a transcatheter aortic valve procedure with the transcatheter aortic valve evfxplus-29, the first deployment depth was unsatisfactory. Upon recapture, the pigtail became stuck within the capsule and could not be dislodged despite attempts to release it with partial deployment and by using a wire. Due to concerns of potential damage to the valve, a new valve was loaded for implant. The first valve was pulled into the descending aorta and partially deployed to successfully release the pigtail. The second valve was implanted without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h6 - annex a code corrected from a1702 to a27. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: two media files were submitted for review of the event. The patient¿s executive summary was not available for anatomical assessment. The first file showed a valve being deployed just before the point of no recapture, with a depth assessment ongoing. Although the reference pigtail catheter was not positioned at the nadir of the non-coronary cusp, the valve depth appeared shallow. As stated in the instructions for use (IFU): perform an angiogram to confirm that the pigtail catheter is in position within the noncoronary cusp of the aortic root. The evidence indicates that, during a recapture attempt, the pigtail catheter became trapped within the capsule. It was reported that the valve was partially deployed in the descending aorta to release the pigtail catheter, after which a new valve was used to complete the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.